Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure to treat internal hemorrhoid performed on (B)(6) 2022. During the procedure, the band could not be deployed. It was suspected that the inner device was damaged. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.